Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d: implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and there were recorded episodes of noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rv lead exhibited increased threshold. It was also noted that, during the lead extraction, the helix would not retract and required laser extraction.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the helix was fully extended as product received, and the helix was passed visual inspection. Because the lead was returned in segments and with severe explant damage, the helix functions cannot be tested. If information is provided in the future, a supplemental report will be issued.